Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient's incision would not heal properly. Culture reports came back negative for infection. The device was removed and there have been no reports of further complications regarding this event.